Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID bi71000450 (lot: -); product type: 2560-mnav - o-arm system brand name ; product ID bi71000171r (lot: -); product type: 3046-x-ray (o1) electrical componen brand name ; product ID bi71000167 (lot: -); product type: 2560-mnav - o-arm system h3: the system was serviced in the field and the ps1 was replaced to resolve the issue. Codes b01, c02, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when the user booted the system, the pendant showed that radiation was disabled. The user tried to reboot the system, but then it was stuck in initializing. No patient was present. The system was a mobile system. Troubleshooting information was provided. They went into logs to find the errors: motion interface status event; motion interface error; generator interface error.

Manufacturer narrative:
H3) the power supply was returned for analysis. Functional testing determined that the component was functioning as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.